Event description:
It was reported that at an unknown time after a one level tlib at l4-l5 with posterior fixation and allograft bone, the allograft bone had migrated. Pt reportedly had fallen on the ice sometime after the initial surgery. During the revision surgery, surgeon also noted that a set screw was loose. Set screw was removed and replaced.